Event description:
The lawyer alleged that the customer received an in-appropriate and incorrect amount of insulin that resulted in her passing out. It was stated that the customer fell and struck her head with sufficient force to cause her death. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.